Manufacturer narrative:
The device has not returned for investigation. Photographs were not provided; therefore, the complaint cannot be confirmed. The lot number was not provided; therefore, a review of device history records cannot be performed. Multiple attempts have been made to obtain information. If additional information and/or the instrument are provided. A supplemental report will be filed accordingly. Based on the information provided, the root cause cannot be determined.

Event description:
It was reported that the driver broke during a case.

Manufacturer narrative:
Additional information: b5. The tip was removed from the patient. D4. Lot#: em51997, g3. 06/21/2024, h4. 08/28/23. Corrected information: d4. Primary UDI: (B)(4). H9. Yes, returned to manufacturer: 07/19/2024, h3. Yes, h6. Type of investigation: 10, 3331, investigation findings: 3252, investigation conclusion: 61. Visual inspection confirms the hexalobe driver tip has sheared off the device, leaving ~0.175mm of material on the distal tip of the shaft. This failure is likely due to the applied torsional force being greater than the yield strength of the tip. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.